Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
Additional information was provided on february 21st,2025, stating that the distributor received the pump for investigation, and confirmed that multiple cartridge alarms occurred on the date of the event.